Event description:
During release of left long finger a-1 pulley, tip of scissors broke off. Mini c-arm was used to locate tip. Tip was removed and procedure was completed. Tip was recovered and uneventfully and no metal debris was retained.